Event description:
The customer's daughter reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 400 mg/dl. The customer was treated with insulin via IV. The customer was admitted to (B)(6) and transported to (B)(6) on (B)(6) 2015. The customer is still currently in hospital. The customer's daughter was advised that the testing and troubleshooting has determined that her mother insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.